Manufacturer narrative:
Device was received with a missing segment/partial display due to cracked glass. Device was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a missing segment and constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and it showed as a partial display. Customer¿s blood glucose level was 105 mg/dl. The device will be returned for analysis.